Manufacturer narrative:
Update to b2 and d2. Reported event: it was reported ¿the plan was imported to the robot and case started. After performing the patient landmarks and checkpoints, the femur bone registration was performed. This resulted in a overall accuracy of 1.7 mm, and it looked rotated. The bone registration was done once more, same result. Then hip center was redone, but registration accuracy did not change, stayed 1.7 mm. Next, CT landmark (hip center) was checked, redone to make it even better, but this did not change the overall accuracy result. Lastly, a patient identity and side was checked, but this was also good. At the CT landmarks hip center page, the 3d model didn't show the bone, but the outer layer (skin). Tibia bone registration was good. The case couldn't continue with a bad femur bone registration, so the case was manually finished. Case type: tka. Case type: x > 60 minutes.¿ method & results: product evaluation and results: a review of the patient session files and crisis logs was completed from the day of the reported event. All presurgery checks were successful. The root cause was due to the bad/mismatched upper leg CT scan, which caused the CT landmark hip center significantly shifted and thus failed the bone registration. Both patient landmark hip center and bone registration algorithms worked as intended. The high rms error was due to the mismatch CT and patient hip center. It is unclear why the upper leg CT scan didn¿t match with the knee and lower leg CT scans. There were no major errors or warnings from the day of the case. No system defect or malfunction is suspected. Product history review: review of the device history records associated with (B)(6) indicate that on 22/09/2017 quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn 209999 reports similar complaints for tka software - registration fails. Conclusions: the failure was confirmed through review of the provided log/session files and images. The root cause was due to the bad/mismatched upper leg CT scan, which caused the CT landmark hip center significantly shifted and thus failed the bone registration. The high rms error was due to the mismatch CT and patient hip center. There were no major errors or warnings from the day of the case. No system defect or malfunction is suspected. No additional investigation or specific actions are required at this time. If additional information is received, then the complaint will be reopened. System is ready for use.

Event description:
The plan was imported to the robot and case started. After performing the patient landmarks and checkpoints, the femur bone registration was performed. This resulted in a overall accuracy of 1.7 mm, and it looked rotated. The bone registration was done once more, same result. Then hip center was redone, but registration accuracy did not change, stayed 1.7 mm. Next, CT landmark (hip center) was checked, redone to make it even better, but this did not change the overall accuracy result. Lastly, a patient identity and side was checked, but this was also good. At the CT landmarks hip center page, the 3d model didn't show the bone, but the outer layer (skin). Tibia bone registration was good. The case couldn't continue with a bad femur bone registration, so the case was manually finished. Case type: tka. Case type: x > 60 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The plan was imported to the robot and case started. After performing the patient landmarks and checkpoints, the femur bone registration was performed. This resulted in a overall accuracy of 1.7 mm, and it looked rotated. The bone registration was done once more, same result. Then hip center was redone, but registration accuracy did not change, stayed 1.7 mm. Next, CT landmark (hip center) was checked, redone to make it even better, but this did not change the overall accuracy result. Lastly, a patient identity and side was checked, but this was also good. At the CT landmarks hip center page, the 3d model didn't show the bone, but the outer layer (skin). Tibia bone registration was good. The case couldn't continue with a bad femur bone registration, so the case was manually finished. Case type: tka. Case type: x > 60 minutes.